Event description:
A 4.0 mm diameter x 12mm length ave gfx stent was inserted a severely calcified circumflex coronary artery after predilation with a 3.5mm diameter percutaneous transluminal coronary angioplasty balloon. The stent and delivery system were advanced through a 6 french guide catheter, which is not compatible with the 4.0mm diameter stent. It was not possible to cross the target lesion due to calcification and inadequate predilation of the target vessel. As a result, the stent dislodged from the stent delivery system at the proximal left anterior descending artery. It is not known if the physician followed the instructions for removal of an undeployed stent, however, the guide catheter was incompatible with the stent size. The stent was successfully snared to the access site in the right brachial artery, where it was surgically removed from the pt. Subsequently, the circumflex coronary artery was treated with rotational atherectomy to debulk the target lesion. A 3.5 diameter x 18mm length ave gfx stent was then deployed at the target lesion site, successfully. There was no further intervention attempted to the target lesion and there was no add'l clinical sequelae reported relative to the event.